Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. Upon powering up of the unit, the fse found an autofill failure. To fix the issue, he fse calibrated the transducer and determined that the unit was working properly. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.